Event description:
During the device removal, the jacket guard got caught in the redundant material of the ipsilateral limb, 9.5mm vessel which had to be dilated before sheath advancement with 20, 22, and 24fr dilators. During the attempts to dislodge the jacket guard, the upper portion of the catheter broke. The surgeon tried to use a snare and ballooning, but could not pull the broken section. The surgeon did a retroperitoneal cut and removed the broken section.